Event description:
Medtronic received a communication regarding a cuff inflation/deflation issue. According to the reporter, the internal balloon did not deflate when the air was sucked into the syringe but it did inflate when air was blown in by the syringe. The customer indicated that extubation and re-intubation in emergency were required. No further injury was reported and the patient recovered. The customer was not able to provide the lot or reference numbers which determine the manufacturer, date of manufacture, and 510k number.